Event description:
Sorin group received a report that the s5 roller pump stopped rotating. The pump rotation could not be recovered. There was no report of pt injury.

Manufacturer narrative:
Sorin group received a report that the s5 roller pump stopped rotating. The pump rotation could not be recovered. There was no report of pt injury. The pump has been returned to sorin group (B)(4) for evaluation; the investigation is ongoing. A follow-up report will be filed when the investigation is complete.